Event description:
It was reported that the ll vlv adpt(stand alone) experienced component separation. The following information was provided by the initial reporter: material #: 2000e batch/ lot #: 20085925. Pt received chemotherapy (daunorubicin-cytarabine liposomal) and nacl flush without complications. Upon rn disconnecting, noted syringe appeared tilted while flushing fluid. No leaking occurring. Rn attempted to reattach syringe to secure connection. At this time rn noted the valve itself was tilted; when writer tried to disconnect syringe to change valves the valve came apart while attached to pt. The white portion still connected with clear and soft blue section still connected came apart from clear leurlock connected to syringe. Writer quickly changed broken valve with new valve and flushed without complication. Updated charge nurse and gave them the defective valve.

Manufacturer narrative:
H6: investigation summary: the customer reported the valve came apart while disconnecting the syringe, and returned the syringe and smart site. The sample had clearly come apart, and the complaint is verified. Visual analysis under the microscope found the smart site to be cracked and broken in half. The break was jagged as if too much force was applied to the connection. There is no evidence of weakness issues with the raw material for this material # and lot #. A device history record review for model 2000e lot number 20085925 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is unknown.

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced component separation. The following information was provided by the initial reporter: material #: 2000e. Batch/ lot #: 20085925. Pt received chemotherapy (daunorubicin-cytarabine liposomal) and nacl flush without complications. Upon rn disconnecting, noted syringe appeared tilted while flushing fluid. No leaking occurring. Rn attempted to reattach syringe to secure connection. At this time rn noted the valve itself was tilted; when writer tried to disconnect syringe to change valves the valve came apart while attached to pt. The white portion still connected with clear and soft blue section still connected came apart from clear leurlock connected to syringe. Writer quickly changed broken valve with new valve and flushed without complication. Updated charge nurse and gave them the defective valve.